Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It was reported that the device is no longer available to return for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via the surgical outcome system that a patient in the arthrex shoulder arthroplasty study had a right total shoulder arthroplasty procedure (B)(6) 2017. The patient was recently complained of pain and was diagnosed with loosening of the humeral prosthesis. The patient underwent a revision procedure (B)(6) 2019 during which only the humeral components of the total shoulder arthroplasty were explanted. The following arthrex devices were explanted during the 2019 procedure: ar-9156-22p humeral head (lot 160084912) and ar-9100-12s humeral stem (lot 10064889). The humeral components were replaced with another manufacturers product. At this time the disposition of the explanted devices is unknown. Additional information obtained 12/2/2019: facility has confirmed that the device is no longer available to return for evaluation.